Manufacturer narrative:
Follow-up #1 date of submission 08/25/2015-(B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visible inspection was performed and no damage was observed to the cartridge compartment or returned cartridge cap. There was no evidence of moisture present in the cartridge compartment and the pump passed a leak test. The pump case was removed and no evidence of moisture was found inside.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was evidence of moisture in the cartridge compartment. There was reportedly no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.